Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n129060003, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-05, information was received from a physician regarding a patient who was receiving lioresal (2000 mcg/ml) at 1510.3 mcg/day (lot number unknown) via an implantable pump. Indications for use included intractable spasticity and cerebral palsy. Medical history and concomitant medications were not reported. On (B)(6) 2013, the patient's pump and catheter were reported explanted at another facility for an unknown reason and no further information was available to the reporter. The underlying cause for removal, as well as any relevant signs/symptoms were unknown. The device disposition of the pump and catheter were unknown. Information provided indicates that the pump was replaced, but the catheter was not. The most recent refill prior to the event date was on (B)(6) 2013. The event was reported as resolved without sequela on (B)(6) 2013. Additional information from a company representative received on 2016-08-05 reported hat the patient had done some "refill shopping," and that they had their system replaced on (B)(6) 2013 by another physician; the reason for the procedure remained unknown. Additional information from a company representative received on 2016-08-08 indicated that the patient does see more than one provider and that they don't really have any contact with them. Additional information received from the physician on 2016-08-18 reported that they do not have an information regarding the replacement as it was done at another facility and they have no additional information available to them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.